Event description:
During a vitrectomy procedure, the pneumatics was not driving the vitrectomy cutter and the procedure was lengthened significantly. The pt did not suffer any adverse effects of this prolonged surgery.